Event description:
It was reported to the manufacturer by the end user, per the end user, "two nurses attempted to transfer patient from shower gurney with lift to bed, and the hoyer lift collapsed onto patient." The patient was sent to the hospital for evaluation and sustained a hematoma to head and lower back pain. (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.